Event description:
The hill-rom field technician reported that the ac power cord was damaged on this bed with exposed wires. He replaced the control box which includes the ac power cord to repair this bed. There were no reported adverse events associated with this product problem.